Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient had consistent normal reading ranging from 90-112 mgd/l and did not check any bg finger sticks because their strips were expired. On (B)(6) 2025, the patient started to feel weak and uneasy, so they went to the fire department to check their bg. The cgm was 100 mg/dl and the bg was 500 mg/dl. The fire department transported the patient to the emergency room via ambulance. Upon arrival, the patient¿s bg was over 500 mg/dl while the cgm was 100 mg/dl the patient was treated with IV fluids and IV insulin. During the patient¿s hospital stay, insulin treatment continued the patient was discharged on (B)(6) 2025 with a glucose level in the 100s mgd/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.